Event description:
Rbd removal procedure was being performed in stomach. The nurse captured the distal part of the stent and pull the stent to remove it out of the bile duct. However, the stent divided in 2 pieces. So, the physician recaptured the 2 pieces of the stent. Finally, they removed all the stent pieces but they were so shocked because it was the first time that kind of situation. The physician wanted to report it and knew the reason why it broke. He assumed the reason because it was implanted 4 months ago but wanted to know the every possibilities so he is able to prevent that further kind of cases.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.